Event description:
The customer contacted stryker to report that their device failed to shock during a patient event. In this state, defibrillation therapy may be delayed or not available if needed. The customer advised that another device was used and therapy was delivered and the treatment was successful. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Stryker downloaded the electronic records from the customer's device. Through a review of the electronic records, stryker verified the reported issue. However, the cause could not be determined.

Event description:
The customer contacted stryker to report that their device failed to shock during a patient event. In this state, defibrillation therapy may be delayed or not available if needed. The customer advised that another device was used and therapy was delivered and the treatment was successful. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.